Manufacturer narrative:
(B)(4). The investigation confirmed the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spd noticed that impactor was cracked and notified sales rep. It was removed from the service. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). The investigation confirmed the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.